Event description:
It was reported that it was not possible to measure the threshold manually and automatically with the programmer. When trying to measure manually, the error message ¿test programming not confirmed. Noisy telemetry with device¿ displayed. Repositioning of the heather was tried, the connections were checked, and still unable to measure. Around four green on lights displayed on the heather. It was noted the sensitivity and impedance test were able to run and also able to change the programming. A different programmer was tried. The bed and the computer of the patient's wife were switched off. After that both threshold (automatically and manually) were able to be measured. Also the first programmer was tried and it was also possible to measure the threshold. After that, apparently with the first programmer, unable to run the sensitivity test and inhibit pacing. An error message came on saying ¿unable to inhibit pacing?¿. Status of the programmer is unknown. No patient complications have been reported as a result of this event.